Event description:
It was reported that this patient presented to the emergency room (ER) symptomatic with a low heart rate. The health care professional (hcp) reported that the external monitor exhibited possible loss of right ventricular (rv) capture with the patient in heart block. A chest x-ray was performed, but inconclusive. A remote device interrogation was performed on the pacemaker system which confirmed the reported observations of possible loss of rv lead capture in addition to an alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. In addition, it was also noted though it doesn't impact therapy provided to the patient, the incorrect implant date was programmed within the patients device. Technical services (ts) was consulted and recommended further rv lead evaluation. Subsequently, the physician opted to perform a rv lead revision procedure to address the reported observations. Upon opening of the device pocket, pus came out of the pocket, indicating infection, therefore the physician opted to reposition the existing rv lead and explant the right atrial (ra) lead as well as remove the pacemaker from the device pocket and place it externally to continue to provide therapy to the patient. The patient is dependent on rv therapy. The patient received antibiotics to treat the infection and the physician will readdress the pacemaker and ra lead once the infection is resolved. It was reported that the patient tolerated the revision procedure with no additional adverse patient effects reported. The device remains in service at this time.